Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/11/2019. Technical support(ts) confirmed the touchscreen will not adjust values. Ts did find that nav-ring will change settings and had the customer attempt touchscreen calibration, which failed and unit showed error message of bad touch detected. Manufacturer's field service engineer (fse) evaluated the unit and verified the reported issue. Fse attempted touchscreen calibration and it was not successful and replaced the unit's touchscreen to resolve the reported issue. Unit was fully operational. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that settings will not adjust using the arrows on the touch screen. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 14oct2019. The ul_lr and ur_ll resistance and resistance ratio were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that settings will not adjust using the arrows on the touch screen the customer reported there was no patient involvement.